Event description:
On 10 april 2025,senseonics was made aware of an incident where the patient reported excessive bleeding at the sensor insertion site.the patient was directed by her nurse practitioner go to urgent care where bleeding stopped after pressure dressing.

Manufacturer narrative:
Bleeding is a known and anticipated adverse effect associated with sensor insertion / removal since an incision is made during the procedure. It was reported that the patient had an appointment with hcp for sensor insertion on (B)(6) 2025.the patient reported excessive bleeding at the sensor insertion site.the patient was directed by her nurse practitioner go to urgent care where bleeding stopped after pressure dressing.the patient is doing fine now and bleeding was stopped.